Manufacturer narrative:
Please refer to the attached report. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported dislodgement relative to the subject lead within a few days after implantation. A re-intervention was performed to correct the issue. It was indicated that since the patient had undergone a transcatheter aortic valve implantation procedure, it was decided to replace the subject lead with an active fixation lead to ensure a more secure fixation. The subject lead was disposed of by the hospital.